Event description:
It was reported that during a procedure with this console, error 153 was displayed, making the console to not being possible to used. The procedure was not completed and there was a prolonged hospitalization as a consequence of this. No further information has been reported. This event is being reported for cancelled procedure with a patient under anesthesia, or unknown sedation.

Manufacturer narrative:
H6 evaluation conclusion codes has been updated.

Event description:
It was reported that during a procedure with this console, error 153 was displayed, making the console to not being possible to used. The procedure was not completed and there was a prolonged hospitalization as a consequence of this. No further information has been reported. This event is being reported for cancelled procedure with a patient under anesthesia, or unknown sedation.